Manufacturer narrative:
As reported, the barb angle of a 55cm optease vena cava (vc) filter (ous) was abnormal, causing it to puncture the delivery sheath and become stuck inside, unable to move forward or backward during a filter placement procedure performed by a physician from the vascular surgery department. Manual procedural resolution was not specified. There was no reported patient injury. Multiple attempts were made to obtain supplemental information; however, no additional event details were provided. The device was returned for evaluation, and a separation of the cannula was observed. It was further clarified that the cannula was not cut prior to sending the device back for evaluation. Optease vc filter ous, 55 cm femoral only: a non-sterile unit was received and unpacked for product evaluation in a clear plastic bag; the returned components included the filter and the bts csi. The filter was located inside the bts csi perforating the cannula, with the barbs positioned approximately 4.5 cm from the distal end at a location where a kink was observed, and a separation condition was identified on the cannula approximately 40 cm from the proximal end; the separated portion was not returned for analysis. Dimensional measurements of the bts cannula were taken near the kinked and separated area and were found to be within specification. Functional evaluation was performed using a laboratory sample obturator and a laboratory sample winged storage tube due to limited returned components. The bts csi was flushed with water, and no resistance, impediment, or obstruction to flow was observed. The obturator was inserted through the distal tip to remove the filter by the cap and load it into the winged storage tube, after which the filter was advanced through the bts csi and exited through the distal end without resistance despite the presence of perforation and a kink in the cannula; the filter expanded as expected. Visual inspection of the returned filter using a vision system showed no damage or anomalies to the filter barbs or other components, and full expansion was confirmed. Examination of the separated cannula edge revealed evidence of elongation in a consistent direction with an angular, uniform cut, characteristics commonly associated with separation caused by a cutting tool; however, the exact cause of the observed condition could not be conclusively determined based on the information reviewed. A product history review of lot 18360254 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Overall, the evaluation did not provide evidence to suggest that the reported event was related to the manufacturing or design process. The reported malfunction of filter ¿ impeded ¿ perforated sheath was observed during the product evaluation. Although the exact cause of this event could not be determined, difficulty advancing the filter secondary to vessel tortuosity may have been a contributing factor. Additionally, the malfunction cannula (csi/filters) ¿ separated was identified during the product evaluation. While the customer reported that the cannula was not cut prior to return, the separation was located distal to the perforated sheath, and product evaluation findings indicate characteristics consistent with separation caused by a cutting tool. No complaints of device separation, withdrawal difficulty, or other device malfunctions were reported beyond the filter puncturing the delivery sheath. Based on the location and characteristics of the separation, the possibility that the device was intentionally cut after removal from the patient cannot be excluded. Users are trained to inspect devices for signs of damage prior to and during use, and damaged products are not to be used. Information for safety is provided in the product labeling to inform users of associated risks. With respect to the impeded filter advancement, the instructions for use state, ¿note: if filter advancement is problematic when using a tortuous vessel approach, stop filter advancement prior to the curve. Advance the sheath introducer to negotiate the curve and then continue to advance the filter.¿ a labeling assessment specific to the cannula separation could not be completed due to insufficient information regarding the circumstances under which the cannula was cut; therefore, user compliance with the instructions for use could not be verified for this condition. Based on the available information and product analysis, there is no evidence to suggest that the reported events are related to the device design or manufacturing process, and no preventive or corrective actions are warranted at this time.

Manufacturer narrative:
A product history record (phr) review of lot 18360254 revealed no anomalies or non-conformances during the manufacturing and inspection processes that could be associated with the event reported. The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the barb angle of a 55cm optease vena cava (vc) filter (ous) was abnormal, causing it to puncture the delivery sheath and become stuck inside, unable to move forward or backward during a filter placement procedure performed by a physician from the vascular surgery department. Manual procedural resolution was not specified. There was no reported patient injury. The device will be returned for evaluation.